Manufacturer narrative:
The test ultra link blood glucose meter communicates properly to pump. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery and self tests. The insulin pump has cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had fluctuating high and low blood glucose. The customer's blood glucose was 430 mg/dl at the time of the call. Customer's mother reported correcting the customer's blood glucose with the insulin pump. The mother also reported the customer's tubing was damaged. The mother stated the tubing was discolored. Customer's mother could not recall how the discoloration occurred. The mother declined troubleshooting for the customer's blood glucose. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.